Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had no power and that the patient had a blood glucose of 334 mg/dl with moderate ketones. Troubleshooting with customer support (cs) confirmed a power issue, and the pump will be replaced. Cs advised patient to come off the pump and to use alternate form of insulin delivery method as prescribed by a health care provider if unable to use pump safely. This complaint is being reported because the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the no power complaint was verified in the history but could not be duplicated during the investigation. Black box shows an unexplained por event on (B)(6) 2014 at 22:02. When pump was powered back on the time/date reset to the default setting. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The internal battery was observed to be leaking. A 24hr duration test was successfully completed with returned battery cap; no power interruptions were duplicated. Pump found to be delivering accurately and within required range at completion of delivery accuracy testing. Pump boots to the verify screen with audible and vibratory features. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.